Event description:
On (B)(6) 2011, pt sent an e-mail and advised she was in the hospital and had a blood glucose reading in the 700 mg/dl range. Pt requested info on a new infusion device that is not available in the u.s and reported, "I need more accuracy." Follow-up was completed with pt on (B)(6) 2011. Pt reported she went to the hospital because she thought she was having a heart attack and that she believes the infusion device is working correctly. She reported the device that is used to calculate her bolus amounts was stolen, and her calculations are not as accurate due to this. Pt was hospitalized from (B)(6) 2011. Pt remained on the infusion device while in the hospital and was also treated with an insulin drip. Blood glucose was in the 200 mg/dl range before she went to the hospital, and pt reported the stress of the situation and sickness caused her blood glucose to elevate. Pt advised she needed to go to church and could not complete add'l troubleshooting. Follow-up was completed with pt on (B)(6) 2011. Infusion set and cartridge are changed every 2 days, and the adapter has never been changed. Insulin does not warm to room temperature before the cartridge is filled. There were no leaks in the system, but the infusion set (competitor's product) did get disconnected while in the hospital. She does not believe this contributed to the hyperglycemia and reported she did not have IV prep wipes at the time. No error messages were received on the infusion device. Infusion device was not dropped or exposed to moisture. Pt did not forget to bolus but reported the basal rates might not be programmed correctly. Normal blood glucose range is 100-200 mg/dl. Pt scheduled an appointment with her trainer on (B)(6) 2011, and trainer was going to set the basal rates and provide a new bolus calculator. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.